Manufacturer narrative:
Customer material was not returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The patient's meter, serial number up1179225, was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.1 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation reviewed the meter's patient result memory and found the alleged results by the customer. The alleged results were found on (B)(6) 2021 and not (B)(6) 2021.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's meter and test strips were requested for investigation. The product has not been received at this time. The investigation is ongoing.

Event description:
There was an allegation of questionable inr results between two coaguchek xs meters. The serial numbers of the coaguchek xs meters used for testing were (B)(4) and (B)(4). The reporter confirmed the patient used a different finger for each meter test. The meter testing was performed within 15 minutes of each other. The patient's result with meter (B)(4) was 5.1 inr. The patient's result with meter (B)(4) was 3.8 inr. The patient's result with meter (B)(4) was 4.1 inr. The patient's therapeutic range is 2.0- 3.0 inr.